Event description:
I have had severe pelvic pain that started a few months after implantation on essure. I have severe migraines, autoimmune issues, hair loss, severe joint pain, dizziness, extreme fatigue, insomnia, swallowing issues, metal taste in my mouth, stabbing pains in my sides, severe hip pain, vitamin deficiency, severe mood swings and swelling. The coils have migrated and one appears broken. I am in the process of trying to find a doctor to remove them. I am not sure of the exact date of implantation. I also can't provide any of the device information, such as model number, as I was never provided the card after surgery.